Event description:
I had silimed textured breast implants put in on (B)(6) 2015. Six months later I had my first anxiety attack for the next following three years. I suffered from many things at least one time in my body metallic taste in mouth, dry red eyes, brain fog, acne, shoulder, neck pain, fatigue, joint pain, numbness, memory loss, dry skin, shortness of breath, pain in breast area, cramping places never had them before, plus more. Never had test done, only had blood work done before getting them explanted. It was a little anemic and that is all, 98% of my symptoms disappeared after explant. FDA safety report ID# (B)(4).